Manufacturer narrative:
Additional contact information: (B)(6) rn, email: (B)(6).

Event description:
Information was received indicating that a pump was beeping and alarming no disposable with a smiths medical, cadd medication cassette attached. Per reporter this is the fourth time they have experienced the alarming. The complaint form indicates there was no injury. No adverse patient effects were reported. No additional information is available at this time